Manufacturer narrative:
The initial reporter address was reported wrongly in "initial reporter name and address". Changed to: (B)(6).

Manufacturer narrative:
The device br 16 005 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
During the registration step, it has been reported that a software failure was detected. A communication error has been identified. A surgery delay has been reported < 30 minutes.